Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device experienced an e2 error, indicating the handpiece lock was malfunctioning. The device was not used during surgery. It is unknown if there was injury or medical intervention. No additional information was reported.